Event description:
This study compared the results of multiple transcatheter aortic valve implantation (tavr) procedures using proglide, prostyle, prostar, and other non-abbott devices via large bore sheaths. The intention of this study was to compare the vascular complications of procedures using various device combinations. These combinations included the use of one proglide/prostyle device, two proglide/prostyle devices, one proglide/prostyle device and one non-abbott device, one prostar device, and non-abbott devices. The rate of vascular complications were low; however, for proglide, prostyle, and prostar, included the following: unspecified failures, major and minor bleeding, and unspecified vascular complications requiring the use of unspecified interventions. Deaths occurred; however, none were related to the use of proglide, prostyle, or prostar devices. The article concluded that use of one proglide/prostyle device and one non-abbott device provided the best safety and efficacy for large bore femoral access. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular closure devices for large bore femoral access after transfemoral transcatheter aortic valve replacement: a network meta-analysis." No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. The production records for this product could not be reviewed because the part numbers and/or lot numbers was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a definitive cause for the unspecified device issue could not be determined. A conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effect of bleeding/hemorrhage is listed in the electronic prostar instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date estimated.d4: the UDI number is not known as the part and lot number were not provided.the additional proglide and prostyle devices referenced in b5 are filed under separate medwatch report numbers.attachment: article titled, "vascular closure devices for large bore femoral access after transfemoral transcatheter aortic valve replacement: a network meta-analysis."